Manufacturer narrative:
The reported issue of the autopulse exhibited user advisory (ua) 41 (patient temperature sensor failure) error message was not confirmed during the initial functional testing however was confirmed in review of the archive data. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported ua 41 error message. No physical damage was observed during visual inspection. The encoder drive shaft does not rotate smoothly, exhibits binding and resistance unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured on 12/29/2012. It has exceeded its expected service life of 5 years. Functional testing was performed and found no issue. Additionally, as a precautionary measure, the temperature sensor and power distribution board (pdb) were replaced. Clutch plate deburring was performed to remedy the sticky clutch noted during visual inspection. The platform was tested using the manikin with lrtf (large resuscitation test fixture) with a good known test batteries until discharged without any fault or error. Archive review showed numerous ua 41 error messages on (B)(6) 2017 and not on the reported event date of (B)(6) 2018. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with (B)(4).

Event description:
The autopulse platform (sn (B)(4)) reportedly displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. The user stated that they exchanged the lifeband; however, this did not resolve the issue. The error was intermittent and could not be replicated at the procamed field service facility. No known patient consequences reported.